Event description:
On 02/11/2008, the patient reported that the cannulas of her infusion sets are bending to insertion into her body. She stated that she "jabs and jabs and it does not insert." She stated the cannula "accordians back." She stated that she inserts the headset quickly and at a 90 degree angle. She has 4 headsets in her possession that she experienced this issue with. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced adn requested to be returned for evaluation.